Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that the gcx mounting arm failed, causing the monitoring system to fall. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on an intellivue mx750 patient monitor indicating that the gcx mounting arm failed, causing the monitoring system to fall. There was no harm to the monitor itself. The device was in use on a patient at time of event, there was no adverse event reported. A remote service engineer confirmed the gcx mounting arm was installed by philips via hugo technology. Analysis was performed by onsite service personnel which included onsite evaluation of the mount and installation. The gcx mounting arm appeared to have been damaged due to force with another object. During the onsite visit, the field service engineer (fse) witnessed a patient raising his bed with the remote control and the bed hitting the underside of another patient monitor hard. The fse intervened to prevent damage; however, it was noted that, given the proximity to the bed, the height of the support arms may contribute to the tendency toward damage. The fse recommended that the support arms be raised to avoid damage. The fse indicated hugo technology would be responsible for moving the mounts. Follow up with hugo technology revealed that the project managers discuss the placement of the arms with the site, during installation to ensure they are placed correctly, based on the customer's plans and guidance. Based on the information available and the testing conducted, the cause of the reported problem indicates user handling as the mount appears to have been hit by other equipment; however, it was also noted that low installation could be a contributing factor. The reported problem was confirmed. Information regarding repositioning the mounts was provided to prevent future damage. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.